Event description:
It was reported the copilot bleedback control valve (bcv) was connected to a pressure monitor; however, the blood pressure was not showing a correct reading. The physician checked the connection between the bcv and pressure monitor and re-connected the two devices, but the blood pressure was still not displaying a correct reading. The copilot bcv was replaced with another and the blood pressure began showing the correct reading. There was no reported adverse effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.